Event description:
It was reported that the catheter would not drain properly and as a result the pt had a bladder scan. The catheter was placed in the pt upon admission too cicu. 30 cc's of urine was returned. The pt went to ir for a procedure. When the pt returned it was noted that there was no urine drainage. A bladder scan was performed that revealed that pt had a full bladder. The nurse attempted to flush the catheter but had difficulties. The catheter was removed and replaced with a new catheter at which point 700cc's of urine was returned.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use states the following: see scanned page. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.